Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: it was reported that sample is clotting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: it was reported that sample is clotting.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 04-mar-2022. H6: investigation summary: bd received 30 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for clotting was not observed. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of 38u/ml ¿ 73u/ml for catalog 367960. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/fibrin strand(s)/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. The customer provided photograph depicts a significantly underfilled tube based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode.